Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Related records: (B)(4).

Event description:
It was reported that a skin reaction occurred. The patient reported several skin reactions via email. This report is for one event. He developed intermittent episodic recurrent hives on torso and arms within the previous 2 year period which only occurred in the evening (after sundown) after physical exertion (physically active and sweating). Onset of hives was 25 minutes after start of exertion. After hives emerged no treatment medication (benedryl or claritin) was taken by the patient. The hives take an hour to dissipate. He also indicated the hives had intensified over time (larger, itchier, and extend further across torso, down arms to hands.) There was no report of additional symptoms with the hives and no treatment or medical intervention. The duration of sensor wear and insertion location were not provided. No additional patient or event information is available.